Event description:
A malfunction was reported on the pump, with the caller identifying a specific malfunction code. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues reoccurred, which they understood and acknowledged.